Manufacturer narrative:
Date received by manufacturer" in follow-up # 1 should be (B)(6) 2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaints were reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 vticmo13.2, -8.50/1.5/57 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Low vault and lens rotation was noticed. The lens was repositioned on (B)(6) 2017. The vault was still too low and the lens rotated again after repositioning. The lens is planned to be exchanged for a longer lens.

Manufacturer narrative:
Additional information was received. The reporter stated the lens was exchanged on (B)(6) 2017 for a longer lens. This exchange resolved the problem. (B)(4).

Manufacturer narrative:
The lens was returned in liquid inside a lens case/ vial and had clear surgical residue on the product. Visual inspection found no visible damage to the lens and presence of fibers on the lens surface. (B)(4).